Event description:
Graft migration - type 1 endoleak of a device implanted in 2016.

Event description:
Graft migration - type 1 endoleak of a device implanted in 2016.

Manufacturer narrative:
No part of the device was returned for evaluation. The device remains implanted. Medical imaging was provided and reviewed by the medical director who stated: ¿patient¿s aneurysmal disease has led to slight expansion of the aneurysm neck, in turn leading to the small type 1a endoleak. The endoleak doesn¿t appear to be tracking any contrast material down into the main aneurysm sac, and we don¿t have serial CT scans or other imaging to determine whether there has been any aneurysm expansion in the 6 years since implant. The aneurysm is quite large at about 80mm diameter, but we don¿t have serial measurements.¿ the medical director clarified that: ¿looks like a classic type 1a endoleak due to expansion of the aneurysm neck ¿ i.e. The disease process progressing. Not a fault or failure of the device." The medical director confirmed that no graft migration is visible and that: ¿it looks to be held firmly in place by the renal bridging stents which have not deformed in any way as they might be expected to if the graft migrated downwards. Also, the barbs on the top bare metal stent look to have held the top of the graft firmly attached too. I think the aneurysm neck has just expanded away from the fabric-covered portion of the graft enough to cause the type 1a endoleak, but I can¿t see any graft migration.¿ additional information was received from the project manager that the patient ¿¿requires either repairing with another endograft, or open surgical removal or conservative management at the doctor¿s discretion.¿ the project manager is otherwise unaware of the patient¿s condition. A review of the device history record (DHR) found that the work order for lot ac983023 appears complete and correct and the quality control inspection was verified to ensure that the device passed inspection. There were no non-conformances raised or temporary deviations in place at the time of manufacture. A review of the manufacturing records did not reveal any discrepancies that could have contributed to this complaint issue. The investigation concludes the complaint device was manufactured to specification. Review of the instructions for use (IFU) supplied with the device found that it contains appropriate warnings, precautions, and instructions for proper placement of the device. Endoleak is listed as a potential adverse event and patients with specific clinical findings should receive additional follow-up. Based on the available information, the medical director states that the type ia endoleak is caused by the patient¿s aneurysmal disease which has led to a slight expansion of the aneurysm neck.